Event description:
The customer observed elevated results when processing on the alinity c processing module. The customer stated greater than linearity results for multiple assays such as icts, magnesium, chloride when processing on the alinity c processing module. The results were above the linearity of the assay giving > x depending on the assay, but then repeat normal on another analyzer. The customer states they stopped the analyzer after observing multiple results giving > linearity. Additionally, the instrument had multiple error 3062-residual fluid detected in cuvettes (multiple different cuvette #s). Also, getting an error for the ict reagent getting disabled due to qc oor upon running the qc around the same time they noticed the issue. All qc results were within range prior to reporting patient results. The customer states they noticed the wash syringe at the front was dripping due to a kinked tubing. The customer stated some of the results greater than linearity were reported out. The exact number of patients impacted is unknown, but approximately 5 patients. No specific test or patient data provided. This event is considered a use error. There was no impact to patient management or user safety.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.